Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator several tests failed during pre-use checks as well as several alarms being generated during ventilation testing. Ocular inspection showed extensive moisture traces in the filter housing of the air gas module which is the root cause of the air gas module's failure. The most probable source of water into an air gas module is moist air from the hospital's gas supply system. According to the user's manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Our conclusion is that moisture had caused failure of several components inside the air gas module which lead to inaccurate gas flow regulation.

Event description:
It was reported that the ventilator failed the barometer test, internal leakage test, pressure transducer test, flow transducer test and safety valve test during pre-use check. There was no patient involvement. (B)(4). Manufacturer ref #: 1437mcc2663.